Event description:
Harmonic surgical instrument kept deactivating while in use. A new cord was opened and connected. The new cord functioned as intended. There was no harm to the patient. Malfunction events with harmonic devices are a recurring problem at our facility. Central sterile will be notifying the company representative about the defective cable. No patient information was entered and there was no patient harm.

Event description:
Harmonic surgical instrument kept deactivating while in use. A new cord was opened and connected. The new cord functioned as intended. There was no harm to the patient. Malfunction events with harmonic devices are a recurring problem at our facility. Central sterile will be notifying the company representative about the defective cable. No patient information was entered and there was no patient harm.